Event description:
Revision surgery. Encore was notified that pt underwent a staged revision surgery that required the removal of a hemi-spacer that was implanted in 2007. The components were removed and an encore rsp was implanted as indicated.

Manufacturer narrative:
Surgical records show implant date of hemi-spacer to be in 2007. Encore is attempting to obtain further information/clarification on the surgery dates and the origin of the infection that caused the staged revision surgery. A follow-up report will be submitted when this information is obtained.